Manufacturer narrative:
Failure analysis for fiber 0010-2090-402h-(B)(4): the fiber cap remains attached and exhibits a drilled through condition; the glass cap exhibits moderate detritus adhesion around the hole; the heat shrink tube is melted at the open end. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 171,827 joules while using the side-firing surgical fiber during a prostate procedure, the output beam was observed to be coming out the end of the fiber (forward-firing). The procedure was completed using a second surgical fiber. Patient outcome: "ok" - there was no injury reported. Gland volume: 60 ml; time expended: 25:12 minutes.